Manufacturer narrative:
This report is being filed on an international product, list number 7c18 and there is a similar product distributed in the us, list number 1l82 . A1 patient identifier: complete sample ID's are(B)(6) e1 phone: complete phone number is +(B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false elevated architect anti-hbs on (B)(6) and provided the following data for 1 patient: (customer normal range > 10.0 miu/ml is reactive) on (B)(6) sample ID (B)(6) result was 12.3 (reactive). On 8 july another sample was collected, and sample ID (B)(6) generated a result of 8.7 (non-reactive). The original sample (sample ID (B)(6)) was repeated and generated a result of 9.08 (non-reactive) another sample was obtained from the patient and was tested, which generated the following results: 8.17 (non-reactive) & 8.82 (non-reactive) there was no reported impact to patient management.

Event description:
The customer observed false elevated architect anti-hbs on (B)(6) and provided the following data for 1 patient: (customer normal range > 10.0 miu/ml is reactive) on (B)(6) sample ID (B)(6) result was 12.3 (reactive). On (B)(6) another sample was collected, and sample ID (B)(6) generated a result of 8.7 (non-reactive). The original sample (sample ID (B)(6)) was repeated and generated a result of 9.08 (non-reactive) another sample was obtained from the patient and was tested, which generated the following results: 8.17 (non-reactive) & 8.82 (non-reactive) there was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot did not identify an increase complaint activity for the complaint lot. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the architect anti-hbs reagents in the field was reviewed using data gathered from customers worldwide. Review of field data concluded that the patient median result for the complaint lot is comparable with all other lots in the field and within established baselines, confirming no systemic issue for the product lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect anti-hbs reagent, lot 41507fn00 was identified.